Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit occurs when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit. A gas loss alarm is triggered. The alarm activates only when the iab inflation period 80 msec and the deflation period 250 msec. Gas loss cause is pump system malfunction, if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using the fill key. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.